Manufacturer narrative:
Stryker performed an initial investigation and was able to verify the reported issue. A clinical review was performed which concluded that there is unknown contribution of the device to the outcome of the patient. There is no device data or sufficient reported information to determine device contribution to the reported outcome. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information.

Event description:
The customer contacted stryker to report that their device was not responding to on button presses not did it automatically turn on when the lid was opened. The patient associated with the reported event did not survive.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify that the device was unable to power on due to a depleted battery. Stryker's product assessment center (pac) further evaluated the customer's device and verified the device not powering on via button presses or opening the device's lid. Placement of an in-house battery confirmed that the device is capable of recognizing shockable vfib rhythm and is able to provide defibrillation therapy. The cause of the battery being depleted was a faulty capacitor on the pcb. The device's logs were downloaded and it was confirmed that the device changed its ready-state to indicate replacement of battery was required in 10th february 2022, and changed its status to 'shutdown', 14th march 2022. The device was attempted to be used on the patient in this reported event on the 22nd of may 2022. The operating instructions instruct the user that "device readiness" should be verified at least once each month. The cause of the device not powering on during patient use is traced to maintenance of the device by the customer.

Event description:
The customer contacted stryker to report that their device was not responding to on button presses not did it automatically turn on when the lid was opened. The patient associated with the reported event did not survive.